Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. She stated that morning, the buttons appeared to be stuck and when she was going to bolus, the numbers were ramping up when she wasn¿t pressing any buttons. The customer¿s blood glucose was 220 mg/dl. She took out the batteries and replaced them but then received a failed battery alarm. She stated that she then put in fresh batteries and received a button error alarm. The customer said that she wasn¿t able to clear either of the alarms so she took battery out and put back in. She said that there was a number ¿6¿ on the screen. The customer said there were no events that led up to this event. She was unable to observe the time clock for one minute to verify if time advances because the battery was not in the insulin pump. She declined troubleshooting for the failed battery alarm. Customer was advised to discontinue use of the insulin pump, revert to a backup plan and that the insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. The insulin pump was received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.